Manufacturer narrative:
On 08feb2019 during a file review it was noted that there was a date error on the initial MDR 1057985-2019-00008 submitted on 17jan2019. In event (continued) ¿ "(B)(6) 2018" should be (B)(6) 2018. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018 a patient (pt) called to report od redness, swelling and ¿feels sand in the eye¿ after 3-4 days of wearing the acuvue oasys brand contact lenses. Pt did not notice anything unusual on removal of the od suspect contact lens (cls). Pt went to an eye care provider (ecp) on (B)(6) 2018 and was diagnosed with ¿5 corneal ulcers on the od¿. Pt was prescribed vigamox 1 drop every 2 hours for 3 days; hyabac 1 drop every hour for 5 days and regencel cream every 8 hours for 5 days. Pt returned to the ecp on (B)(6) 2018 and diagnosed at that time with only 2 corneal ulcers od. The ecp prescribed vigamox every 6 hours for 7 days. The pt returned to the ecp on (B)(6) 2018 and was prescribed terolac 1 drop every 8 hours for 5 days and regencel at night for 5 days due to eyelid swelling. The pt reported the ecp advised that the pt could return to cls wear 2 days after the treatment. On (B)(6) 2108 a call was placed to the pt who reported seeing several ecp¿s for the eye appointments. The pt was advised by the ecp that the event must have been a problem with the lot number and the pt did not have an allergy to the lenses. Pt returned to the ecp on (B)(6) 2018 as was advised by the ecp the od was ok and the pt could return to cls wear. Pt was prescribed hyabak lubricating drops to use 5 times daily. Pt does not have any additional follow-up appointments scheduled with the ecp. Pt inserted an od lens for about an hour and everything was ok. On (B)(6) 2019 a call was placed to the pts treating ecp to request additional medical information but nothing additional was received. The suspect od lens was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00pt8t was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.